Event description:
The lead was capped.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a colleague infusion pump with channel c failure. The reported condition was identified during patient therapy where therapy was stopped. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. The software version for the device is currently unknown.

Manufacturer narrative:
The reported condition of channel c failure was not confirmed or duplicated, however the third party/bio-meds determined channel c failure was caused by moisture in the tubing channel generating failure code 810:11. Pervasive fluid intrusion residue found in channel pump head module supports those findings. Device was serviced by the third party prior to being sent to baxter service. Trending has been conducted and similar reports have been received. (B)(4).

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).